Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited two noise markers for myopotential. Troubleshooting options were discussed and recommended. Isometric testing was performed and the noise was reproduce and reprogramming efforts were made. Subsequently, a revision procedure was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.